Event description:
The pump was returned to animas. Product analysis evaluated the pump and found contamination under the keypad button contacts. This report is made based on the results of evaluation completed 11/20/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/20/2014 with the following findings: the keypad button symbols were found to be worn. The keypad buttons were tested and were confirmed to be responding appropriately. The keypad cover was removed and contamination was observed under the contrast, up, and down button contacts. (B)(4).